Event description:
During a turp (transurethral resection of the prostate), the bovie cord shorted out, burning a hole in the insulation proximal to the generator. Esu (electrosurgical unit)was immediately turned off and unplugged. Prior to occurrence, surgeon stated he smelled something burning and heard a popping sound. Surgical tech noted the same sound and observed electrical arcing between the resectascope handpiece and the electrode. Electrode was removed, dried (as well as the handpiece) where the arcing occurred. Sound and arcing did not recur. Shortly thereafter bovie cord shorted out.